Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation, and the evaluation is complete. A visual inspection was performed and found no obvious defects. The visual inspection identified that the device had only been primed to just above the check valve. The sample was then functionally tested by spiking it into an in-house solution container and observing it for flow issues. During the functional test, it was found that the device was unable to be primed past the check valve. The reported condition was verified. The cause of this condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was unable to prime. The medication being administered was lactated ringers. There was no patient involvement as the event occurred during priming. There is no additional information available.